Manufacturer narrative:
(B)(4). D10: associated product information, part (lot): - 110031399 (66555139). - 110031424 (66534791). - 115310 (j7731459). The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that following an initial reverse total shoulder procedure, disassociation of the glenosphere and baseplate were detected during a post-operative visit. The patient underwent revision and replacement of all implants approximately (1) month after the initial surgery without any reported complications. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The reported event is confirmed by the provided x-rays. No product was returned or pictures provided, so visual and dimensional evaluations could not be performed. A review of the device history record(s) identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a healthcare professional. A review of the available records identified that two views of the right shoulder demonstrate a reverse total shoulder arthroplasty with the disassociation of the glenosphere, which is now located superiorly within the joint space directed inferiorly. The glenoid plate and humeral component still intact. Dislocation of the glenosphere from the humeral component also seen. Surgical skin staples. Mild ac joint degenerative change. No anatomic or implant failures are identified. The sizing of the arthroplasty is appropriate. Operative notes were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.